Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later being checked after the patient received shocks. The arrhythmia logbook was noted to show two anti-tachycardia pacing (atp) plus one shock episode, with most episodes noted to be supraventricular tachycardia (svt). There were numerous episodes in the ventricular tachycardia (vt) zone, and it was reported that all the therapy episodes were overwritten. Boston scientific technical services (ts) confirmed that all vt episodes were considered equal whether therapy was provided or not. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in the emergency room (ER) after receiving inappropriate anti-tachycardia pacing (atp) and 3 shocks due to supraventricular tachycardia (svt). It was noted that rhythm identification (rid) was correlated in the patient's ventricular tachycardia (vt)-1 monitor only (mo) zone; however, when the rate was higher in the vt zone, rid was uncorrelated. It was questioned what programming changes could be made to avoid inappropriate therapy. Boston scientific technical services (ts) discussed programming options or to consider medications to slow the patient rate. No adverse patient effects were reported.